Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was high threshold and intermittent capture on the lead. It was noted the helix did not appear to come back fully into lead with greater than 20 turns. The lead was removed from the body and helix was extended. Additional turns brought helix back into lead. The lead was attempted and not used. Another lead was used. It was also reported during the implant procedure, the lead dislodged when revising the ventricular lead. The helix did not appear to come fully back into lead after greater than 20 turns. Additional turns outside the body lead to helix back into lead. The lead was attempted and not used. Another lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analyst noted that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.